Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported. The slots of the insertion handle are badly deformed and the tip is broken off. The driving cap is also slightly damaged. No further information is available. This is 2 of 2 reports for this event.

Manufacturer narrative:
Device used for treatment and not diagnosis. The investigation of the insertion handle has shown that the front pin is completely broken off, also the slots are badly damaged , deformed, manufactured may 2008. Also the main slot of the connector is widened up and some nicks are visible on their edges, manufactured february 2008. We due suppose that a mechanical overload possibly forceful hammer blows, in combination with a loose connection with the nail, may have lead to these damages. Based on these findings we conclude that the cause of failure is not due to any manufacturing nonconformances wear and tear over the years.

Manufacturer narrative:
The manufacturing documents were reviewed and no complaint related issues were found. The device was received, the investigation is ongoing.